Event description:
Was called to room by rn for ventilator alarming. On arrival, ventilator was showing expiratory technical issue and showing low minute ventilation (mv). Started to bag the patient and had other respiratory therapist (rt) bring a new ventilator in. Patient's sat's did not drop. Device was a rental maquet servo-I ventilator that was removed from service by the rental company. Unfortunately we do not know the results of the tests completed by the rental company, since the device was removed from use. Staff did not notify clinical engineering of any issue before the device was picked up and removed from service.